Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and confirmed that the host pc will not boot up. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the main host pc failed to start up, and the geo pc was not communicating with the host. To resolve the issue, the fse replaced the host pc and reloaded the software to geo pc. The defective parts were returned for analysis, for host pc, no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc would not boot up, which could prevent the whole system from booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.